Event description:
The wife of a male pt contacted lifecor customer support to report that one of his battery pack is showing the battery fault lights (orange and red light flashing leds) when placed on the charger. Customer support asked the pt to place the battery pack into the monitor to see if any error message appears. The pt reported that when the battery pack was inserted into the monitor it immediately shut down. The suspect battery pack was replaced.